Manufacturer narrative:
Distribution history: the complaint unit was manufactured at csi on 27/sep/2018 and sold on 18/dec/2018. Manufacturing record review: DHR was reviewed, and no non-conformities related to the complaint condition were noted. Incoming inspection review the incoming inspection review is not applicable for this product. Service history record: the unit was, previously, returned on 16/jul/2020 for a broken needle tip; this was attributed to end user mishandling. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions attributed to end user mishandling. Product receipt: the complaint unit was returned on 19/jun/2023 visual evaluation: visual examination of the complaint unit revealed physical damage: the trigger lever was disconnected from the unit and the needle was broken. Functional evaluation: complaint unit was evaluated and found not to function properly due to the damaged components. The condition indicates that unit suffered some form of impact damage. Root cause: while no definitive root cause could be reliably determined, this issue may have been due to end user mishandling. The aperture kit was replaced. The unit function was verified, and it was returned to the customer. Coopersurgical will continue to trend this complaint condition.

Event description:
It was reported that the handle to release was broken. No adverse event reported. No additional information available. 900076 ultra freeze 2023-06-0000400.